Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the pump had hardware low level failures alarm. The customer's blood glucose was 352mg/dl at the time of the incident. It was reported that they were doing an auto check to the pump. The pump first went white then it gave pump error. The insulin pump passed displacement test. The insulin pump failed selftest. The customer treated high blood glucose with the insulin pump. Customer declined troubleshooting for high blood glucose. The customer was advised to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.